Event description:
My daughter used contact lens on halloween for 3 hours. About 24 hours later she had a severe side effect. Had to rush her to the doctor. Antibiotic and anti inflammatory drops were given to her. Missed one week of school. Thank god no permanent damage. Cosmetic. Sold for a halloween costume.